Manufacturer narrative:
Investigation is in process. A follow-up report will be provided upon availability of additional information.

Event description:
It was reported that during surgery the drill bit caused significant heating when used and caused major osteolysis which lead to surgical revision. No further information was provided.

Manufacturer narrative:
Additional information: b5, g3, h6. Based on the information provided which may include the device (if available and returned), pictures, videos, event description, and any additional information from the field, arthrex was able to conclude a most likely cause. The most likely cause for the reported failure can be attributed to a patient-specific event.

Manufacturer narrative:
Additional information: b5, g3.

Event description:
Update ave 23-aug-2024 . It was further reported that the patient was treated with arthrodesis of the carpus during the revision surgery. No further information has been provided.